Event description:
The procedure was for the embolic coiling of a brain aneurysm. A coil was being placed to fill the aneurysm but did not fit into the aneurysm. When trying to retrieve the coil, the coil broke. Approximately 3cm of the coil extended into the "arteria" anterior. The physician was not successful in recovering all of the coil. During the attempts, the patient developed temporary vasospasm. The coil segment remains in the patient.